Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter error message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing/download test with (B)(4) bluetooth device was performed and passed. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a transmitter failed error. The probable cause of the transmitter failed error could not be determined. The reported event of an unknown transmitter error message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.